Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery piece inside the jaws came loose. No parts, fully detached. The cautery element bent and was hanging off the pincher device, but no piece was fully detached at any time. Finished the case with another device. No patient was harmed. No procedural delay. Per photo provided by the complainant, it is observed that the jaws of the device are closed. It is observed the cautery is protruding between the two jaws.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a

Manufacturer narrative:
Trackwise (B)(4) updated sections. The device was returned to the factory for evaluation on 05/08/2024. A photograph was provided by the account. A photographic evaluation was conducted. There were no visual defects observed on the clear intact silicone insulation on the jaw. The heater wire was observed to be detached from the jaw, no other visual defects were observed. An investigation was conducted on 05/13/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Charred material was observed on the heater wire. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results as well as the photographic evaluation, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000378288 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.